Event description:
A volume discrepancy was noted with the actual residual volume (arv) of 8 ml being greater than the expected residual volume (erv) of 5 ml. This was considered within the normal limit of 25% error. The discrepancy between erv and the arv first occurred in 2009. No audible alarms were noted; all programming was correct. The patient was experiencing a return of symptoms with unrelieved spasticity at his intrathecal baclofen dose. X-ray and dye study showed the system was intact. Four months later, a trial was repeated with the system in place but not using the catheter; the patient responded to 50 mcg bolus. No specific problem was identified, it was unknown if the problem was related to the implanted system. A catheter replacement was performed and the baclofen dose cut to half. The patient outcome was reported as no injury.